Event description:
IV pump started sparking, resulting in dark smoke and burned area on curtains adjacent to pt's bed. Curtains were nonflammable. Pt was not injured, but serious potential for injury could have resulted from a fire.